Event description:
Caller states the patient tested 5.1 inr on the coaguchek xs system and 20.7 inr on a comparison lab. Caller states the physician held the coumadin for one day due to the meter reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.